Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified as the cartridge was not returned with the pump; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 1200s mg/dl and insulin injections were administered to address the bg level. The cause of the high bg was not known; however, the customer mentioned that due to an inaccurate fill estimate issue, it was thought that the pump was not working properly. The customer was hospitalized for high bg and a heart attack . The customer was treated with intravenous fluids. The customer was discharged on (B)(6) 2017 with the high bg was resolved and was not sure if there was heart damage. As the event had occurred in the past, tandem technical support was unable to troubleshoot.